Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the plant investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient had peritonitis. During follow up the patient's pd nurse stated that the patient reported symptoms of peritonitis to his clinic on (B)(6) 2016. Results of laboratory samples returned on (B)(6) 2016 were inconclusive for contamination. The patient was prescribed a course of antibiotics. The patient was not hospitalized, and has continued his pd therapy.

Manufacturer narrative:
The liberty cycler was not repaired or replaced in association with this event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis.

Event description:
The patient was prescribed 1 gram ancef and 1 gram fortaz via an intraperitoneal route.